Manufacturer narrative:
(B)(4). Not indicated for use in an av fistula. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the procedure, a fox sv percutaneous transluminal angioplasty (pta) balloon catheter was advanced without resistance to treat a moderately calcified non-tortuous dialysis shunt in the forearm. During inflation with an unspecified inflation device, the fox sv pta balloon ruptured at the nominal pressure of 6 atmospheres during the 1st inflation. The fox sv was withdrawn from the anatomy without resistance and another same size fox sv pta balloon catheter was used to complete dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.